Event description:
It was reported that during a stenting treatment procedure, the stent could not be fully deployed. The target lesion was located in the common iliac artery. The lesion was pre-dilated with a mustang balloon catheter. This 10x60x75 epic stent delivery system was selected and was advanced to the lesion. They tried to slowly deploy, but after 2-3 rows of stent cell deployment, the stent didn't move. The stent was not fully deployed. After several attempts to deploy, the physician "throw back the whole system." The procedure was completed with another of the same device. No patient complications were reported and that patient's status is stable. This product is only ous approved but it is similar to an approved us device

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).